Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: additional h6 (component code) should be: 866 - lens. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, glue of objective lens peeled off could not be identified. The root cause of the suggested event could not be specified. Could not specify the root cause of the suggested event since the actual item was not sent to manufacturing business center, however, we presume that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, the adhesive around the objective lens of the flex videoscope had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.